Event description:
It was reported that continuous glucose monitor showed error message, and caller experienced issue with g7 sensor connection to pump. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, performed pump reset with guidance, confirmed error did not appear again, and successfully started new sensor session.